Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 15-dec-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station stuck on carefusion application when restarted the pyxis. A technical support specialist (tss) confirmed that the station was stuck at the carefusion (cfn)app sign-in screen after restart. Remote access was established, and the station status was verified based on user input. The system was accessed using cfn admin credentials, and the station utility configuration was updated to run the station login under the cfn app account. The station was then restarted, and successful launch of the medication application under the cfn app account was confirmed. The pharmacist was notified of the resolution; although verification could not be completed at that time, she acknowledged the update. A follow-up email was sent to the user confirming the fix, and the case was monitored for 24 hours with no further issues reported before closure. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the system became stuck on the carefusion admin app sign in screen when pyxis was restarted. There were no adverse events or injuries reported based on this event.